Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse found natural wear and tear, and fse tried to turn on the system multiple times, but the hd led was always indicating in red and found that the issue was with the hard drive. Fse did backups using ghosts, replaced the hard drives, restored the current backup, and performed functional testing and simulations of exams using 3d phantoms. After the replacement of the hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.